Event description:
It was reported that the balloon ruptured. The patient underwent percutaneous coronary intervention. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst due to several calcification. The device was removed safely from the patient's body, and the procedure was completed with a different device. There were no patient complications, and the patient condition was good post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.